Manufacturer narrative:
Philips has investigated this complaint. The philip field service engineer (fse) visited system onsite and confirmed that the system was not booting up. Upon troubleshooting, the fse found that the host pc was not booting up properly. The supplier's part analysis has conclusively determined the cause of the host pc failure was due to baseboard management controller (bmc) corrupted. To resolve the issue, fse replaced host pc, after which the system was returned to use in good working condition. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the host computer was unable to boot up, preventing a full system boot. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.